Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was received with motor error alarm during occlusion test due to faulty forced sensor resistor. Unit was received with normal operating currents and passed unexpected restart error test. Motor passed motor test. Unit had bleeding lcd glass, minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported via phone call that customer was having difficulties making it through three days with the reservoir size. Customer was requesting a different insulin pump that could fit a larger size reservoir. It was reported that customer had high blood glucose due to hormones, therefore, declined troubleshooting.